Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective battery. Correction: replacement of the battery.

Event description:
The following was reported to hamilton medical ag: summary:device shut down without battery low alarms.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:device shut down without battery low alarms.